Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
The 40mm screw was asked for by the surgeon and upon opening we discovered the packaging was visually abnormal- the bond between the inner peel off lid and the plastic container holding the screw was translucent and off coloured. The surgeon decided that he would not risk using it as it didn't seem normal.

Manufacturer narrative:
An event regarding visually insufficient inner tyvek blister seal involving a cancellous bone screw was reported. The event was confirmed. Method & results: -device evaluation and results: dye-pen testing was performed on the returned device packaging and the results of the testing confirmed the sterile barrier to be fully intact and acceptable. The inner tyvek seal appeared translucent, which typically should appear white in appearance. Visual inspection of the device was performed by the acetabular screw packaging and was confirmed to be unacceptable per current visual requirements. As such, nc has been initiated as the subject device is visually nonconforming. -medical records received and evaluation: not performed as it was reported that there was no patient involvement associated with the reported event. -device history review: there have been no reported discrepancies for the lot referenced. -complaint history review: there have been no other events for the lot referenced. Conclusions: dye testing was performed and confirmed the sterile barrier was fully intact and acceptable per specifications. The investigation concluded that the inner tyvek blister packaging did not visually conform to specification. Nc has been initiated to address the noncomformance in which further investigation will be documented.

Event description:
The 40mm screw was asked for by the surgeon and upon opening we discovered the packaging was visually abnormal- the bond between the inner peel off lid and the plastic container holding the screw was translucent and off coloured. The surgeon decided that he would not risk using it as it didn't seem normal.